Event description:
The user facility reported a 5.5 pump placed to support a patient admitted in with cardiogenic shock, cardiomyopathy, and muscular dystrophy. The pump had suction alarms, positioning issues, and a hematoma which was surgically treated. The pump remains on for support despite this as the team awaits heart transplant.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The abiomed representative was informed that, while patient was on support during the night, the physician attempted to reposition the device due to ectopy and suction alarms. The physician was unable to advance the catheter due to buckling near the locking mechanism. Positioning was left unchanged and it was noted that suction alarms prevented surpassing p-5. It was noted that volume status was adequate and right ventricular function was unchanged.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.